Event description:
A 28mm x 16mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The patient's anatomy had no tortuosity or calcification. It was reported that the patient had an iliac aneurysm, which the physician excluded with iliac extenders, and the left hypogastric artery was embolized. There were no complications during implant of the stent graft and the patient was discharged from the hospital the next day. Two days later, the patient presented to the local emergency room, (not the implanting facility) with the complaint of a cold foot. It is unknown if this was the right or left foot. It was reported that an ultrasound was performed, which showed a possible distal migration. The physician evaluating the patient elected to perform a fem-fem bypass to create flow to the cold limb. It was reported that pt is doing fine. It is reported that the implanting physician felt that the poor blood flow to the limb was due to the pre-dilation of the vessels prior to implant, which created an intimal flap distal to the stent graft causing an occlusion of blood flow to the affected limb. There were no additional clinical sequelae reported related to the event and the patient was discharged home.